Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a liver laparoscopy, water entered to the internal mechanism of the forceps (forceps are designed to be waterproof) and led to breakdown, smoke and heat. This is a recurrent failure that can have several consequences including the risk of burning the patient, if the forceps are ineffective there is risk of hemorrhage and the need to open several sterile boxes (3 to 4) for each surgery which increase medical fees. The forceps failed electric tests.

Manufacturer narrative:
Two (2) of 3 reports (other mfg report # 2523190-2015-00134 / 2523190-2015-00142). Integra has completed their internal investigation on december 23, 2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the wires coating does not meet the manufacturing specifications. The electrical connectors and screws are glued. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the instruments have been repaired / modified outside of microfrance by an external contractor no qualified by microfrance. This modification could have led to the reported breakdown, smoke and heat.